Manufacturer narrative:
From the provided information, a general reagent issue could be excluded. The observed differences in tsh values generated with the roche assay and the competitor assays are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys tsh results for 1 patient sample on a cobas 8000 e 801 module, serial number (B)(4). All of the results were reported outside of the laboratory.